Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that during a follow-up lead dislodgement was observed. The lead was explanted when an attempt to reposition was unsuccessful.